Event description:
It was reported to philips that the c-arm geometry movement was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedures was performed by the customer and completed by moving the patient in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm geometry movement was unavailable. Review of the system log file showed that longitudinal motor errors and collision alerts. To resolve the issue, fse cleaned the longitudinal rails, calibrated c-arm currents, performed edl calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.